Manufacturer narrative:
Analysis os the ins (serial # (B)(4)) found no anomalies. Fdc code (B)(6) has replaced fdc code (B)(6) fdr codes (B)(6) and (B)(6) have replaced fdr code (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting updated device information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2016- explanted: (B)(6) 2016 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient has not had effective tremor control on one side. The rep reported that the patient's impedance readings were normal and that the patient underwent a head MRI to determine the lead placement. The rep reported that the patient has undergone multiple programming sessions, but the issue has not been resolved. Additional information was received from a healthcare provider (hcp) and a manufacturing representative reporting that the cause of the issue remains unknown. An MRI was performed and determined the lead placement was as it should be. All field tests are proving to be normal. There have been multiple programming sessions preformed. Despite the tests proving normal, it was stated that they are considering an ins replacement. More additional information was later received from an hcp indicating the battery showed signs of dysfunction, and that this was a single-channel ins. The ins was explanted and replaced with a competitor product. No patient symptoms or further complications were reported as a result of this event. [Refer to manufacturer report #3004209178-2017-16317 for details pertaining to the reportable related event.]